Event description:
It was reported that air was noted in the line to the pt. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 12/19/1997. The set was received and was visually and functionally tested. A crack found under the cassette and when leak tested was found to leak. It is suspected that the molded part was received cracked or damaged during the welding process. The root cause is unknown, however, a 100% visual inspection of all cassettes is performed to reduce the occurance of this type of defect. This type of defect has been reviewed with the assemblers and supplier to increase their awareness.